Manufacturer narrative:
Lot number: unknown, not provided. Expiration date: unknown, because the lot number was not provided. Product evaluation: product testing was not performed as no returned product was received, the customer discarded the solution. Manufacturing record: manufacturing records review for the reported lot was not performed as lot number was unknown/not provided. Labeling review: direction for use of multipurpose solution family was reviewed. Related instructions for the proper use and handling of the product is adequately addressed. Through reviewing historical complaints, no product deficiency was identified for reported customer complaint. (B)(4). Date of manufacture: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient who reported that he always uses the product or used to; however, the last time when using my contacts I continued to have a lot of redness in my eye and an itchy eye. Patient contacted his doctor who explained to just swap contacts so he did and the same issue came up. Finally the doctor looked at his contact solution and said the solution being used is causing the issue. The doctor also explained that the brand chosen is not a good brand. Patient reports he was forced to get an eye exam and to take drops to reduce the swelling. The name and type of drops was not provided. Additional details were provided and noted that after the irritation and the swelling, the patient went to the doctor who took a look at his eye explaining there was no issues with the eye other than major irritation and to stop wearing contacts until it goes away after which she said try new solution and it should all be fine after that. Patient followed her instructions exactly and sure enough after switching to a different solution brand, everything was fine.